Manufacturer narrative:
Results and conclusion summation - the device was in working order and left abbott vascular instruments as per specifications. The device was not returned for investigation and therefore, no complaint route cause can be identified. It is possible that the stent graft was not placed centrally over the perforation or that the stent graft chosen was not long enough to cover the perforation. Also possibly the perforation grew in size during the deployment of the stent graft. No device malfunction can be determined due to the lack of procedure and pt info and the lack of device investigation.

Event description:
Reporting status: death. Reporting rationale: perforation not sealed immediately/death. Device issue: none. It was reported that a perforation was caused by the deployment of another company's stent, causing a pericardial bleed. The graftmaster was used to seal the perforation successfully; however, it did not seal immediately. Pericardiocentisis was performed. The vessel spasmed and clotted, heparin was reversed and the vessel was able to be reopened with an aspiration catheter. Nitroglycerin was used to treat the spasm. The pt was removed from the cath lab; however, twelve hrs post procedure, the pt experienced an mi and expired. No add'l event or pt info is available.